Event description:
The sales representative (sr) reported that when the programmer powers on, it locks up with an error message and the service disk would not clear the error. Therefore, the programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the error was in the error log. The link electronic module board connection was noted as secure, however this board was replaced and calibrated. It was also noted that the display screen hinges would not hold the display in place.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.